Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The investigation found a defective dso sensor. This was replaced. After repair the device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device software did not match with the pump. It is unknown if there was patient involvement. During the investigation, it was found to have a damaged dso.